Manufacturer narrative:
Scb complaint number - (B)(4).

Event description:
During surgery at (B)(6) memorial hospital, the staff noticed the cassette started leaking blood at the patient line connection to the cassette. The cassette lot number was lot 316277. The hospital changed over to a level one unit to complete the surgery. No patient harm was noted by the hospital. The tubing was returned to the distributor, medical solutions, inc (msi). Msi found no adhesive at the cassette end of the patient line which caused the leak at the fitting. Retains were reviewed, and adhesive was present at the connection. No other issues have been noted for this lot. The DHR was reviewed; no issue was noticed for this lot. The manufacturer has been notified of the issue.